Manufacturer narrative:
(B)(4).

Event description:
It was reported via medwatch report mw5068792 that a catheter break occurred. An 8 flexima¿ apdl was selected for use for a splenic cyst sclerotherapy. During the procedure, the device was inserted without issue. The cysts was drained and there was 60cc of absolute alcohol instilled and left to dwell for 60 minutes. Afterwards, the patient was returned. An unspecified wire was placed in the catheter. Upon withdrawal, the catheter broke, level of peritoneum. The removal of the device was unsuccessful. Subsequently, surgery was performed to remove the device. The catheter fragment split by locking the wire plastic soft and suspect degraded alcohol. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via medwatch report mw5068792 that a catheter break occurred. An 8 flexima¿ apdl was selected for use for a splenic cyst sclerotherapy. During the procedure, the device was inserted without issue. The cysts was drained and there was 60cc of absolute alcohol instilled and left to dwell for 60 minutes. Afterwards, the patient was returned. An unspecified wire was placed in the catheter. Upon withdrawal, the catheter broke, level of peritoneum. The removal of the device was unsuccessful. Subsequently, surgery was performed to remove the device. The catheter fragment split by locking the wire plastic soft and suspect degraded alcohol. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the device was returned for analysis. A visual inspection was performed and the catheter was found to be broken in three separate sections. No other anomalies or damages were encountered. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "...do not allow alcohol to contact the catheter. Exposing the catheter to alcohol may damage the coating and catheter." (B)(4).

Event description:
It was reported via medwatch report mw5068792 that a catheter break occurred. An 8 flexima¿ apdl was selected for use for a splenic cyst sclerotherapy. During the procedure, the device was inserted without issue. The cysts was drained and there was 60 cc of absolute alcohol instilled and left to dwell for 60 minutes. Afterwards, the patient was returned. An unspecified wire was placed in the catheter. Upon withdrawal, the catheter broke, level of peritoneum. The removal of the device was unsuccessful. Subsequently, surgery was performed to remove the device. The catheter fragment split by locking the wire plastic soft and suspect degraded alcohol. No patient complications were reported.